Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information received stating incident occured between cases; no patient injury.

Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found the drain fitting to be rusted, water tank cover cracked, front cover and enclosure stained and marked, and line cord to have wear and tear. Device underwent functional testing by filling tank with water and powering on the device. The customer complaint has been confirmed, due to a cracked water tank cover. However, the problem source has been unable to be confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported the unit was leaking due to a loose screw. The leak was by the clear cover. There was no patient involvement.